Manufacturer narrative:
Physio-control evaluated the customer device and replaced the system board to resolve the issue. After passing functional and performance testing, the device was returned to the customer.

Event description:
Physio-control received a report from the customer that, "when powering this unit on the screen will flicker and not turn on." In this state, the device may be not turning on and so defibrillation may not be able to be delivered if needed. There was no report of patient involvement associated to this event.